Manufacturer narrative:
Additional information: annex d code. Image analysis: an image of a euphora device in 2 sections was received for still image review. There appears to be a detachment on the hypotube, with kinks close to detachment site. It is not possible to tell from the image provided if the detachment is due to use during the procedure or if the device was cut by the physician. An image of a euphora shelf carton was also received and the shelf carton shows lot number and size matches gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: an image of a euphora device in 2 sections was received for still image review. The device appears to have been cut somewhere along the hypotube. An image of a euphora shelf carton was received for still image review. Shelf carton shows lot number and size matches gch. Correction: the detached portion of the device does not remain in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of one euphora coronary balloon catheter, the catheter detached, cracked, or fractured. The hypo-tube was cut during the removal from the coronary artery. There was no excessive manipulation of the material. The detached portion of the device does remain in the patient. The device was inspected and negative prep was performed with no issues noted. The device was not kinked and re-straightened during use. No further patient complications have been reported as a result of this event.